Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and failed due to usb connector damage. Receiver charge and boot tests and functional test were not performed due to receiver won't turn on. An internal visual inspection and passed. No performance data was downloaded due to receiver won't turn. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert notification occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.